Event description:
Customer reported malfunction alarm after receiving an x-ray, as pump should not be exposed to x-rays. Blood glucose level was lower than 400 mg/dl following pump reset, indicating no adverse impact. Technical support provided pump reset information, assisted in resetting the pump, and advised customer to continue using pump and call back if malfunction recurs. No additional information was received regarding the customer¿s outcome beyond these actions.